Manufacturer narrative:
Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Two lots of product were used on this patient, please see 1032347-2006-00037 for the additional lot.

Event description:
Sternal closure procedure. Plates and screws originally implanted 2006. Revision surgery 10 days later as bone had pulled away from implants. It was reported the patient had a severe coughing fit.